Event description:
The customer reported a disconnection between the cfn pump set and an unspecified set, resulting in a leak. Ns with electrolytes was infusing. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned.